Event description:
It was reported that the cuff was deflated on the trach and was removed. A new trach was placed without issues. The vent circuit was disconnected from the old trach tube but was not able to connect to new trach tube. Patient started to desat to the 60s and the patient turned blue. Staff assist was called. The new trach tube had a defect at the hub. The decision was made to place the old trach tube back in. However, vent circuit still was not able to connect to old trach tube. Patient was bagged via trach tube but with significant air leak at circuit and trach tube hub site. Then trach tube was connected to the lower port of the vent circuit and patient color return to pink and achieve saturation of 100% on vent support. A new vent circuit was brought in and was able to connect to the new trach tube. When the trach tube and vent circuit were examined afterwards they found that the outside piece of the trach hub was stuck in the vent circuit connection. There was medical intervention required and the outcome of the injury was resolved. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.